Event description:
A malfunction alarm was reported, and the customer's blood glucose level reached 500 mg/dl due to this issue. Technical support provided guidance to reset the pump and verified that the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.